Event description:
It was reported that a home patient disconnected and reconnected a solution bag on the homechoice device during fill of peritoneal dialysis therapy. The patient was connected to the setup at the time of the reported event. The technical service representative reviewed proper procedures per the user manual with the patient. The patient planned to restart therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who disconnected and then reconnected a solution bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.